Event description:
Pt underwent posterior avaulta plus procedure for rectocele in 2007. Required return to surgery the following year, for exam under anesthesia, excision of scar tissue and eroded mesh. Dates of use: 2007-- 2008. Diagnosis or reason for use: rectocele.